Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported false upstream occlusion alarms, which were reproduced after loading a fluid filled set. The false messages were caused by a failing upstream sensor. The failed upstream sensor was replaced.